Event description:
It was reported that the stent was found to be pre-deployed during unpackaging. The device was not used. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xpert self expanding stent system (sess) revealed blood on the tip, consistent with handling. There was no saline visible. The stent implant was dislodged from the outer member and was not returned, possibly due to handling/packaging of the device for return to abbott vascular. The distal end of the outer member was retracted 7 millimeters (mm) proximal to the base of the tip. There was no other damage noted to the ses. The touhy borst valve was confirmed to be tight. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the touhy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. In this case, it may be possible that the premature deployment is related to handling during preparation or advancing over the guide wire, as there was blood noted on the tip. Additionally, the distal sheath was retracted 7 mm, consistent with the outer member being pulled back slightly. Overall, a conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product quality deficiency. A review of the device lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database for the reported lot was performed and revealed no other incidents for this lot. All self expanding stent delivery systems are inspected for damage during manufacture. Additionally, samples of the units are functionally tested.